Event description:
It was reported that a patient complained of syncope presented in clinic for a normal device check. Device interrogation showed right ventricular and right atrial lead exhibited noise. The noise was not reproducible via isometrics, and there were no other electrical anomalies. Review of the egms noted inappropriate auto mode switch episode, and programming changes were made to resolve the atrial lead noise issue. The right ventricular lead was capped and replaced on (B)(6) 2017. Patient was in stable condition post procedure.